Manufacturer narrative:
The investigation for the removal issues has been completed. The impella was not returned for evaluation. However, clinical details were sufficient to determine the root cause. As per the clinical information, the vessel was clinched during perclosing the access site and ballooned to regain flow. Therefore, the root cause of the vascular damage - peripheral vessel issue was most likely use related to improper technique.

Event description:
The complainant reported that upon removing the impella cp, the second perclose partially cinched the vessel closed. The patient was taken to the catheterization lab and ballooned constant placed. Distal flow was re-established. The patient recovered.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.